Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an infection. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an infection. No new device was implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.